Manufacturer narrative:
Customer returned (1) loose 1cc syringe. Customer states that it is hard to move the plunger, the needle broke in the vial, and the needle bent in the vial. The returned syringe was examined and exhibited a separated cannula. The loose cannula was also returned with the sample. The sample was examined and exhibited adhesive runoff onto the barrel with little adhesive in the cannula well. The cannula was also examined and exhibited adhesive on the cannula shaft. The cannula was not bent and the plunger rod was able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 7037943. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: as per manufacturing, "probable root cause of the shield separation is due to a misalignment during the application of adhesive to the barrel tip at the cannulator. CAPA #226773 was created to address adhesive run over and was closed on 14feb2019 after the date of manufacture."

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had difficult plunger movement, with one syringe's needle breaking off into the insulin vial, and another needle bending while inserting it into the vial. All defects occurred during use. The consumer reportedly prefilled syringes and stored them and the insulin in the fridge before the injections. The following information was provided by the initial reporter: found syringes hard to move the plunger. Another 1 syringe needle broke in vial. 3rd needle bent in vial. She bent it back straight and placed in fridge. Asked consumer if she prefills her syringes before injection. She informed yes and stores the syringe with insulin in fridge. Advised consumer not to do this. Fill as needed. Informed consumer not to bend needles either and to always use a new syringe with each injection.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had difficult plunger movement, with one syringe's needle breaking off into the insulin vial, and another needle bending while inserting it into the vial. All defects occurred during use. The consumer reportedly prefilled syringes and stored them and the insulin in the fridge before the injections. The following information was provided by the initial reporter: found syringes hard to move the plunger. Another 1 syringe needle broke in vial. 3rd needle bent in vial. She bent it back straight and placed in fridge. Asked consumer if she prefills her syringes before injection. She informed yes and stores the syringe with insulin in fridge. Advised consumer not to do this. Fill as needed. Informed consumer not to bend needles either and to always use a new syringe with each injection.